Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed an alert for atrial intrinsic amplitude out of range (0.3mv). No evidence of undersensing; however, there were extraneous atrial signals on presenting electrogram (egm) which was potential noise that was oversensed. Additionally, the atrial rate histogram showed evidence of rate intervals greater than 250 bpm. Lead parameters were otherwise satisfactory. Further review was recommended. The system remains in service and no adverse patient effects were reported.